Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure to replace the pump due to it worked out of the body of the patient but not while implanted. No patient complications were reported in relation to this event.